Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm fenestrated bipolar forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing , the plastic jaw on 8mm fenestrated bipolar forceps instrument was observed to be melted near the distal tip. There were no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: no arcing was observed during the procedure. The surgeon was cauterizing when the reported event occurred. There was no patient injury. The instruments were "stacked" for double energy. The surgeon could not verify the reason for thermal damage. The instrument was shipped to isi for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have signs of scratch marks/abrasions on the bipolar yaw pulley. Th probable root cause for scratch marks and abrasions on the bipolar yaw pulley is typically attributed to the user, such as excessive contact with abrasive or hard surfaces during transport or reprocessing, or during tip cover installation/removal. The damage can occur during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover installation/removal can also cause scratch marks.